Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter. Reportedly, the wall adapter melted and broke into multiple pieces. Customer¿s blood glucose value was 140 mg/dl.